Manufacturer narrative:
The used/damaged inserter of the y-knot flex 1.3mm all suture anchor is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. However, based on available information, it is believed that the most likely cause of the driver breakage in this instance is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. The customer was unsure of the lot number that was used in this procedure and thus two (2) lots #683861 and #702045 were provided. Lot # with (B)(4) was manufactured on 06-oct-2015 in a lot of (B)(4) units. Lot # with (B)(4) was manufactured on 08-dec-2015 in a lot of (B)(4) units. A review of both lots found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "tine breakage". There were no other complaints received for two (2) lot numbers provided. In addition, a 2-year review of product history for this device family shows a (B)(4) other reports with similar problem received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. Device was discarded at user facility.

Event description:
The customer reported that during use of the y-knot flex 1.3mm all suture anchor in a shoulder arthroscopy labral repair procedure on (B)(6)-2016, one of the tines on the driver/inserter broke off and was left implanted under the anchor. As reported, the breakage occurred when the surgeon tapped the drill guide a little bit into the bone to stop slipping and the nurse hammered the anchor inserter handle until self-stopped. However, upon pulling the inserter handle out, the nurse noticed that a little tine at the end tip of the y-knot flex was missing. The 1x2mm end tip of the inserter was presumable left implanted under the anchor. The procedure was otherwise completed with no serious injury to the patient or surgical delay. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.